Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: chief perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: a leak occurred in the inlet connection of the cp50 line number 9. The event occurred during prime and did not result in delays of the procedure. The product was changed and the procedure was completed successfully. There was no patient injury, adverse events, patient impact, or blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections d1, d2, g4, and h1.